Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical (B)(4) representative conducted troubleshooting over the phone with the customer and indicated that the device performed to specification. It was determined that in non-rescue mode the irda port was not properly aligned causing the device to power off during the attempt to establish communications with the device. After re-aligning the irda port and device properly, the device connected multiple times without powering off and data was downloaded. It's important to note that it is normal operation of the device to power off after a period of approximately 8 seconds if there is no connection/communication established between the irda port and the device. Reports of this nature are not considered to meet our requirements for submission of a medwatch report. Analysis of reports of this type has not identified an increase in trend.